Event description:
The account generated discrepant hcv eia 2.0 and axsym anti-hcv results during a correlation study. On april 13, 2005, the specimen tested hcv eia 2.0 initially nonreactive (0.727 s/co, cutoff=0.428) and repeated nonreactive (0.248, 0.263 s/co, cutoff=0.483). The specimen also tested axsym anti-hcv initially reactive (15.78 s/co) was centrifuged again and repeated axsym anti-hcv reactive (14.98, 13.33 s/co). The patient tested negative for hav-igm, hbsag and anti-hbc-igm. The account does not know whether the hcv eia 2.0 or the axsym anti-hcv result is correct. Then, the specimen was sent to abbott laboratories for investigation which generated riba 3.0 indeterminate (c33c 4+) results. No additional testing information is available. No impact to patient management was reported.

Manufacturer narrative:
Investigation is in process, no results or conclusions can be made.